Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v813526, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient device could not turn off due to message on the patient programmer. It was noted that power on reset (por) shut the neurostimulator off and could be seen on the programmer that the ins was off on the morning of the call when patient was trying to turn the ins off. It was indicated that they were not able to adjust stimulation and there was a display showing "call your doctor" icon. It was noted that patient was experiencing return of symptoms which started this week and started getting urgency to use the bathroom. The health care provider felt it was not appropriate to conduct MRI until the ins was working properly. Additional information received 4 days later indicated that the cause of the event was premature battery depletion of the neurostimulator (ins).it was noted that the ins was replaced on (B)(6) 2014 and the patient was not hospitalized. A follow-up report will be sent if additional information becomes available